Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a false air in line alarms. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported false air in line alarms which was reproduced. False air in line alarms were verified through a review of the event history log and found to be caused by ultrasonic sensor calibration values out of specification with an upper reading of 870 and lower reading of 197. The failed ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.